Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The connector was not connected properly while attaching to the site. The infusion set was in use for eight hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.